Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. The lesion location is unknown. While attempting to advance the 2.5 x 12mm quantum maverick monorail balloon catheter across the lesion crossing difficulties were encountered. The shaft of the catheter broke inside the patient and was retrieved successfully. No patient complications occurred. The patient status was fine.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. The lesion location is unknown. While attempting to advance the 2.5 x 12mm quantum maverick monorail balloon catheter across the lesion crossing difficulties were encountered. The shaft of the catheter broke inside the patient and was retrieved successfully. No patient complications occurred. The patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces with blood present in the manifold. The first piece measured 19 centimeters from the distal edge of the strain relief to the hypotube fracture site. The second piece measured 123 centimeters from the hypotube fracture site to the distal end of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).